Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air was visible. During a pulse field ablation a faradrive was selected for use. The sheath preparation showed no abnormalities. During the initial aspiration without a dilator, no air was visible. After the catheter was inserted, air was continuously drawn during aspiration. Approximately 40 ml were aspirated, and air continued to emerge. The sheath was then replaced, and the procedure was successfully completed without any complications. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified both valves to be torn on the inner face by the center slit. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear.

Event description:
It was reported that air was visible. During a pulse field ablation a faradrive was selected for use. The sheath preparation showed no abnormalities. During the initial aspiration without a dilator, no air was visible. After the catheter was inserted, air was continuously drawn during aspiration. Approximately 40 ml were aspirated, and air continued to emerge. The sheath was then replaced, and the procedure was successfully completed without any complications. The sheath is expected to be returned for analysis.